Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The signals for one part of calibration were slightly low. Qc from the day of the event was acceptable. One alarm related to sample quality was observed on the alarm trace data from the day of the event. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The initial result was 10.0 ng/ml with a data flag. The repeat result was 0.157 ng/ml. The questionable high result was not reported outside of the laboratory. The repeat result was reported outside of the laboratory. The troponin t hs reagent lot number was 566409 with an expiration date of 31-dec-2022.